Manufacturer narrative:
An agfa clinical analyst performed a retro-analysis and reported the findings to agfa service and agfa product quality manager. Agfa's investigation into this occurrence of rmat customizations has revealed that this specific change had the potential to introduce clinical inaccuracies in pt reports. Specifically: finding sentence for finding ID=(B)(4) has been changed from "the aortic valve leaflets are severely thickened with reduced systolic excursion." To "the aortic valve leaflets are thickened with reduced systolic excursion." Historically, this will change any amended report that previously included the phrase "severely thickened." No pt harm has been reported. Currently 59 amended reports include this statement. There are 55 unique study dates within the 59 reports. A MDR will be reported for each of this MDR is: (B)(4). Study date: (B)(4) 2014. A reportable correction is underway for this issue and has been reported to the FDA. FDA ref# is z-2112-10. Agfa will follow the rmat post market verification work instructions to correct the sentence finding. Any further investigation for the site described in this report will be documented in the ongoing cfr part 806 reporting.

Event description:
Agfa submitted MDR report # 1225058-2010-00001 to the FDA on 06/07/2010 for a site in the us, a 10th occurrence is being reported for the same issue/same device: impax cv results management administration tool (rmat). This is an internal discovery determined during the implementation of the associated problem correction plan, rmat verification, as reported in FDA z-2112-10.